Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error via off-label use of the implant. Per package insert, persona the personalized knee system states on persona system components are sized by matching the femoral and tibial component sizes, styles, and orientations on the product label to the information on the articular surface component label and/or product compatibility charts included in the package insert and surgical technique manual. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce the service life of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 42511400810, lot # 64409513. Item # 42540000029, lot # 64530911. Item # 42532007501, lot # 64426895. Report source: foreign (B)(6).

Event description:
It has been reported the right femur was implanted with left tibial and poly component. Attempts have been made and no further information has been provided.